Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, the threads of four (4) fast-fix 360 from the same batch were unraveled, they did not release properly and the slip knot did not slip properly. No pieces were left in the patient. Surgery was completed with a back-up device instead. There was a delay of 10 minutes, and no further complications were reported.

Manufacturer narrative:
H6: part of the reported device was received for evaluation. A visual inspection revealed that four devices were returned together in a single package with an original chart-stick label and packaging label. The t1, t2, and adjustable suture loop of all four devices were not returned. A partial suture was returned on two of the devices and no sutures were returned for the other two devices. Bio debris is present on all four devices. A functional evaluation was performed on the returned device and found all four actuators will cycle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.